Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device experienced a blue screen issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had experienced a blue screen issue. The field service engineer (fse) had remotely accessed the station and logged off from the command shell. The fse had navigated to cnfadmin, identified and fixed the auto start application issue, then repaired the med application. After completing, the fse restarted the station, ensuring that it functioned properly. The system functioned as intended after the field service engineer repaired the device.